Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes inner rubber of hemoguard closure cannot remove by automatic decapper caused automatic pipette to not pierce into tube for sample collection. This could cause a delay in results. The following information was provided by the initial reporter: inner rubber of hemogard closure cannot remove by automatic decapper caused automatic pipette cannot pierce in to the tube to take the sample. Lab user have to remove the closure by themselves that increase the risk to expose to patient's specimen and also interrupted laboratory workflow and delay of laboratory results.

Manufacturer narrative:
H.6. Investigation summary: material #: (B)(4). Lot/batch #: (B)(4) bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was observed in one (1) sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes inner rubber of hemoguard closure cannot remove by automatic decapper caused automatic pipette to not pierce into tube for sample collection. This could cause a delay in results. The following information was provided by the initial reporter: inner rubber of hemogard closure cannot remove by automatic decapper caused automatic pipette cannot pierce in to the tube to take the sample. Lab user have to remove the closure by themselves that increase the risk to expose to patient's specimen and also interrupted laboratory workflow and delay of laboratory results.

Manufacturer narrative:
Medical device brand name: bd vacutainer® k2e 5.4mg plus blood collection tubes a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.